Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the pump was intermittently responding to the up arrow, down arrow, and contrast buttons. It was also found that the button contacts were misaligned and there was adhesive/contamination found under the button contacts.

Event description:
The pt claimed that the arrow buttons required multiple presses for the pump to respond. The pump reportedly has not been exposed to moisture and the rubber keypad is intact.